Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint device was not received for investigation. A photo investigation was performed. The images were reviewed and the complaint condition is not confirmed. There are no conclusive images that show that the cement set too quickly. As the physical device was not received, it cannot be confirmed that there is a defect with the device or cement. Osartis performed a manufacturing investigation on this complaint. In order to rule out a product-specific cause, the batch documentation was checked and retained samples were tested. These examinations showed no deviations. A faulty product is therefore excluded, a user error or incorrect storage is possible. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part: 07.702.040s. Lot: 1b53381. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 02 february 2021. Expiration date: 01 february 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, when the cement was prepared for a tfna implantation, it was solidified. The cement could not be used for the patient. The technique for the implantation was strictly followed. The liquid was introduced in the container for the preparation of the cement, the correct preparation for the elaboration of the cement was carried out. When it was time to introduce the cement into the corresponding syringes, the cement's hardness did not allow the cement to be manipulated. The cement box was correct and the external protection indicator indicated that the product was ok. Two (2) units of the same reference and same lot were used, and the same thing happened with both. There was a surgical delay of twenty (20) minutes. The tfna nail was implanted without cement. The patient needed to remain longer for recovery. This report involves one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).